Event description:
It was reported that during insertion, the 2.0 mm imf screw snapped in the shaft. The screw was removed and replaced. Subcondylar fracture procedure completed and nothing was left in the pt.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be field on a supplemental MDR. No device history review or investigation could be performed, because no lot number was reported and the sample was not returned for eval.